Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was throwing up and had stomach pain. The cgm was displaying a normal value (value not provided). The patient drove to the emergency room and the doctor checked the bg and it was over 600 mg/dl while the cgm was still showing a normal value. The patient was treated with IV insulin and saline. The patient was released from the hospital the same day when her bg stabilized. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.